Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for next generation sequencing. Next generation sequencing interrogated jk gene exons 3 to 10 and cloning and bi-directional sequencing interrogated jk gene exons 5 to 8. The variants jk:c.707g>a and jk:c.342-5c>t were identified as associated to jk*b allele. Jk:c.707g>a is an unreported variant which effect is therefore unknown. Jk:c.342-5c>t variant is a reported splicing mutation in intron 5 (transfusion 2019. Vol 59. S3 p-im-24).. This change would cause aberrant exon splicing, skipping of exon 6 and null phenotype. ID core xt reported a predicted jkb+ phenotype, but jk:c.342-5c>t variant, not interrogated by ID core xt, is associated with jkb- phenotype. This false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitations described in the ID core xt package insert (limitations 1 and 10).

Event description:
The customer reported a possible discrepancy. The serological phenotype was jkb- and the ID core xt genotype suggested a phenotype of jkb+.